Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.